Manufacturer narrative:
Omit a07 - electrical /electronic property problem (1198) omit g0204002 - keyboard/keypad (475) additional information: imdrf annex a code imdrf annex g code imdrf annex b code manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pcu keypad was not working. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the pcu keypad was not working. There was no patient involvement.